Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI) and PMA/510(k) number are unknown. No information is provided to date.

Event description:
It was reported that the arterial line bled back along the length of the line and into the transducer dome; however, there were no faults detected on line at the time. It was noted there was excessive drift on the line throughout the day shift. No patient injury was reported.